Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump settings are not correct and blood glucose the day prior was low at 2.5 mmol/l. Customer stated that they are making adjustments to the insulin pump settings. Blood glucose value at the time of the call is unknown. Customer also mentioned receiving calibration errors and change sensor alerts. The insulin pump would not be replaced or returned for analysis.